Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was not functioning and was defective. It was noted that the device was not working. It was further determined that the device failed pretest for check power with test bench, off/oscillation/on switch mode function, the oscillation angle, switching function, the triggers and electronic control unit (ecu) function, compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and the function with the electric pen drive (epd)-console. It was noted in the service order that the device did not turn on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.